Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that a cartridge alarm 1 occurred during the load process of multiple cartridges. Additionally, it was reported that a cartridge alarm 6 occurred. Reportedly, the pump was not outside of the allowable operating altitude range at the time of this alarm. The customer continued to use the pump for insulin therapy. Customer's blood glucose was 205 mg/dl.